Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced multiple pump error. The blood glucose level was unknown. The troubleshooting was performed for pump error alarms. The customer was able to complete rewind the insulin pump and another pump error was occurred. It was also reported that the insulin pump was turned off and needed to rewind after another pump errors. The product being returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest. The device was monitored and functioning properly. No pump error 54 alarm and pump error 33 alarm noted during testing.